Event description:
Procedure type: donor nephrectomy. According to the reporter: after 30-minute of use, the device could not cut well. A new device was opened to complete procedure. Nothing fell into cavity. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).